Manufacturer narrative:
(B)(4). An actual sample was received for evaluation purposes. Visual inspection was performed and it was observed that the end tubing of the automix connector fell off. The root cause of the reported condition was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter product surveillance of an all-in-one empty container with connector in which the end of tubing fell off. The process step in which this condition occurred is unknown. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed.